Event description:
Allegedly, the jack became unattached from the cross bar and the jack shaft broke through the foot end litter skin. No injury was reported. The co ser rep reports that upon inspection he found the bolt that holds the jack into the crossbar was missing.